Event description:
The following complaint was logged with vapotherm on 14th may 2024. Device serial number - not disclosed. The available complaint information indicated patient involvement and was reported as follows. Patient had pneumonia and few other conditions. Patient was on a ventilator prior to being placed on the precision flow. The patient was on a trach as reported. The precision flow device was inadvertently connected by the caregiver directly to the endotracheal tube suction ballard instead of the tracheostomy mask or t-piece connector. Vapotherm was informed by the hospital that the incident that occurred was when a rcp was rushed into performing a "t-piece trial on an intubated patient". Further information was obtained and as quoted by the hospital staff "we rarely perform t-piece within our ICU. Because of this, and the rcp being rushed by the md staff, the rcp accidentally connected a vapotherm (precision flow) to the patients ett suction ballard. This ended up being a closed circuit with no opening for the delivered air to escape. This event only lasted seconds and was corrected after the flow/pressure pop-off feature of the vapotherm was activated (pf occlusion alarm). The vapotherm (precision flow) was set at 20 lpm". On may 14th vapotherm was informed that the patient suffered subcutaneous emphysema. The hospital is not alleging a product deficiency but a complaint is being logged. Vapotherm followed up with the customer on 16th may requesting additional information on any clinical intervention required. Additional information was provided to vapotherm on 6th june by the hospital stating that after the event, the patient initially had an acute desaturation, was placed back on vent and stabilized. Cxr showed significant unilateral pneumothorax and subcutaneous emphysema from eyes to legs. A "gills" procedure was done to allow air to escape. The patient's issues from this event have been resolved and the patient remained admitted for their original diagnosis & treatment plan. The hospital has not alleged a deficiency on this device for this complaint.

Manufacturer narrative:
The event can be summarized as follows: a patient with a endotracheal tube and on a ventilator was intended to be treated with the precision flow for respiratory distress. Due to being rushed to perform the procedure the caregive inadvertently connected the precision flow device to the patient's ett suction ballard. This resulted in the patient suffering from a unilateral pneumothorax and subcutaneous emphysema. The patient condition was stabilized by mechanical ventilation and by performing the "gills" procedure. As described in the section b of the emdr, the precision flow device worked as intended and alarmed on detecting an excessive backpressure from an incorrect connection and paused therapy. The patient's issues from this event have been resolved and the patient remained admitted for their original diagnosis & treatment plan. Vapotherm precision flow IFU has the following contraindication and warnings: 1. Warning: do not add any attachments or accessories to the precision flow® hi-vni that are not approved by vapotherm. Unauthorized attachments or accessories may affect the quality of the therapy. 2.warning: precision flow® hi-vni is not a continuous positive airway pressure (CPAP) device. There are no controls to deliver or monitor airway pressure. Precision flow® hi-vni should not be used to deliver pressure in a closed system. As indicated by details of the incident in section b5 and the summary stated above. 1. The precision flow device was attached to an unauthorized accessory, the suction tube, contrary to the use described in the IFU. 2. The customer confirmed a mis-use event occured. There was no reported or apparent malfunction of the precision flow device. The connectors on the vapotherm device are proprietary and designed to connect with vapotherm cannulas and accessories. Vapotherm precision flow product has a long history of safe use and there have been no similar mis-use incidences reported in the past 5 years (the period of look-back performed). Submission of this medical device report and the FDA's release of that information is not an admission that product, user facility, distributor, manufacturer, or medical personnel caused or contributed to the event.